Event description:
During a coronary stent procedure, the physician experienced difficulty attempting to cross a previously placed stent with the express2 monorail. Upon removal the stent appears to be flared. No patient injuries or complications occurred.